Event description:
Procedure nurse and orientee registered nurse were in a stroke alert 2 case, performing a series of activated coagulation time (act) levels after doses of heparin IV by crna. Dr. Questioned the act levels, since the levels were not reflecting the heparin doses as expected. Dr. Asked to bring in the other elite act machine from another room and compare tests. Another test was initiated. Both machines at the same time, and administered the same blood sample onto both cuvettes, with maybe 2 seconds in between. The first machine read 296sec and the second machine read 198sec. Point of care testing department was notified the next morning, and she took the 1st machine back to her department to have the manufacturer investigate the problem. A donor machine has been given to us in the meantime. Neurovascular surgery was consulted, s/p thrombectomy with stenting to right internal carotid artery (ica) with dr. Next day, CT head without hemorrhagic conversion. Following day, resolution of symptoms, stable for transfer to neuro floor. Patient has no neuro deficit, patient evaluated him and cleared to be discharged to home, CT head repeated with no acute problems.